Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went to ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed while in use. The customer reported there was no patient involvement.